Event description:
The customer reported, the system locked up during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack. (B) (4).